Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 15-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a newly implanted stimulator lead was associated with inadequate pain coverage due to the original lead placement being too far to the right and not sufficiently midline and slightly left for the patient¿s pain pattern coverage. A lead revision procedure was performed to reposition the original lead more midline. During the revision, an intraoperative spark was observed while using the bovie, and the lead integrity was noted to be compromised near the spark site; the implantable neurostimulator was reported to be off during the revision. The compromised lead was explanted and replaced with a new lead. After connection of the new lead to the battery, impedance testing and lead connection testing were performed with normal results. The lead was reported to be properly placed and proper coverage was achieved in recovery, and the issue was resolved. No patient complications have been reported as a result of this event.